Manufacturer narrative:
(B)(4). Date sent: 1/8/2024.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. D4 batch #: w7027z . Investigation summary: the har9f device was returned for analysis with no apparent damage; upon inspection, it was noted that the body of the instrument was stamped with a "stryker". See pictures. No further testing was performed since the device was reprocessed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. B3: event year only reported: 2023. D4 batch #: unknown . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the customer indicated that the device would not stop activating. No patient harm.